Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a thorascopic procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.